Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately thirty minutes into the procedure, the prolieve system "shut off" and then turned itself back on. They were unable to restart with the prolieve catheter. The tumt nurse stated that she believes the catheter leaked causing a "low-water" alarm. The procedure was not completed due to this event. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."